Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was found that the touchscreen could not be calibrated. The unit only saved the calibration after about every 10th attempt. Also, the right side of the screen had calibration issues and was coming back as incorrect. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse removed the defective parts and the customer has been presented with the cost estimate to repair the iabp unit. The repair has not yet been carried out and the device is therefore out of service for the time being. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse reported the touchscreen error no longer occurred, the touch screen calibration and touchscreen test were ok. The maintenance work was carried out, function and calibration checked, stk carried out according to the attached protocol, function test and trial run were ok. The fse released the device for operation again.